Event description:
User facility reported an attempted novasure endometrial ablation on a uterine cavity that measured 11cm. As the device was advanced toward the fundus "there seemed to be a give". The physician performed the cavity integrity test (cia) test which was unsuccessful. A laparoscopy was done and the perforation was verified. The physician is reported to have commented that the uterus was "quite big" and "there may have been an element of adenomyosis" present. Treatment for the perforation included diathermia "before surgiseal [topical skin adhesive] application". During follow-up in 2009, it was reported that the patient was discharged home, following the attempted novasure procedure, after a brief stay in the recovery room. A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device). It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently, unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. According to the instructions for use (IFU) precautions: the safety and effectiveness of the novasure system has not been fully evaluated in patients with a uterine sound measurement greater than 10cm. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system.